Manufacturer narrative:
During investigation testing, the customer-reported issue was confirmed and reproduced as the battery did not reach the minimum discharge time of 42 minutes. Based on the cycle count recorded in the battery's system management (smbus) data, this issue was caused by the battery reaching the end of its lifecycle. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom onboard battery has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom onboard battery exhibited a lower than usual run time while the freedom driver was supporting a patient. There was no reported adverse patient impact.